Manufacturer narrative:
The patient's age, gender, and weight were not provided. (B)(4). Approximate age of device ¿ 1 day. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during implant, a moderate bleeding issue between apical cuff and the inflow cannula was observed. The sutures and the area around the pump did not show any anomalies. The issue was suspected to be in the area where the pump was connected to the apical cuff. The surgeon rotated the locked pump on the apical ring and the bleeding stopped. The patient was transferred to the intensive care unit under stable conditions. The patient was extubated 24 hours after the implant and was transferred to the normal ward after 72 hours. No further issues reportedly occurred. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.